Event description:
It was reported that the patient presented in-clinic for a device check and upon interrogation; an alert was present for possible output circuit damage. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Analysis found two of the device's hv output transistors were shorted, which is consistent with that caused by a damaged lead.